Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is in progress. The service report indicates that the device's essential performance was precluded due to a programming error (p001) reported by a us distributor. More information is unavailable at this time. Reporting out of abundance of caution. No adverse event resulted from the defective monitor.

Event description:
During the servicing of a monitor, a reportable malfunction was found.